Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit due to a blood glucose level of 309 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, intermittent occlusion alarms occurred. The infusion set was changed to address the issue prior to the call with tandem technical support, therefore troubleshooting was unable to be performed. Reportedly, the pump supplies were in use for 3-4 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.